Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 24may2024, it was stated that the gas delivery system (gds) was replaced. The customer confirmed that the device returned to full functionality and was back in use. The customer confirmed a return to full functionality by completing preventative maintenance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unable to go into standby mode. The remote service engineer (rse) advised the customer that the issue was likely with the flow sensor assembly (fsa) and to tighten the blower boots. The customer was provided with the part information for the fsa, gds and lubricant. This investigation is ongoing.